Event description:
On 05/24/1999 steris rec'd a report from the user facility that door retention bolts had failed on a 16x16x26 inch joslyn sterilizer. Three bolts failed on one side of the chamber and 4 failed on the opposite side. There are a total of 6 bolts on each side. Failure of the bolts resulted in the loss of chamber pressure. The door remained attached to the sterilizer. No injuries were reported. On 11/22/1999 steris rec'd a report from another user facility that four bolts on the left side failed. Failure of the bolts resulted in the loss of chamber pressure. The door remained attached to the sterilizer. No injuries were reported.